Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned for analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure, the radiology technician stated that when moving the system in for the case the image acquisition system (ias) was unplugged from the mobile viewing station (mvs) and it shut down unexpectedly. The ias was turned off and then on again and the system booted successfully. The ias was then brought into the case and immediately connected to the mvs. There was no delay to the procedure and no impact on patient outcome.